Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The call was about recharger / recharging. A problem was reported. Caller reports coupling and or communication issues. An ins overd ischarge is suspected. The last time any stimulation was felt was about 9 days ago. Tried to do an al (3x) and no response from ins. Recommended using antenna locate feature. Reviewed how to reposition antenna and press start charge button. Additional information was received from the patient. It was reported that because of the issues, his ins was replaced in 2013. No further complications are anticipated.